Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found that when tested with an otv-s300 processor, there was no error code nor image present. It was reported that this was due to a split camera cable near the video connector. Water leakage test failed due to split in cable. A known working test cable was fitted and the image appeared, all other tests passed. A review of the device history record (DHR) found there was no abnormality that would lead to an abnormality. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomena. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head had no image after being powered on. The device was turned on and then it turned off on two occassions. The issue was found during preparation for use. There were no reports of patient harm.